Manufacturer narrative:
The device was returned to olympus and the evaluation found minor scratches on distal edge, minor cracks on side of video connector. Based on the results of the investigation, the information obtained from this complaint did not lead to the identification of the cause of the occurrence. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited minor scratches on distal edge and minor cracks on side of video connector. There was no patient involvement.